Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 124 mg/dl at the time of the call. The customer stated that that insulin squirted out during manual prime.. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the rewind and the displacement test. The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, a missing end cap sticker, missing address and serial number label and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.